Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the rep said the patient had a normal elective indicator removal (eri) and went to their healthcare provider (hcp) today to replace the ins. Initially, electrodes 8-15 were out of range. The hcp unplugged and wiped the leas and reinserted it with the same issue. The hcp then switched the port/channels with the leads and now 0-15 electrodes were out of range. Then the hcp switched the leads back to the original channels and impedance was still out of range. The hcp then used the ins that had MRI and impedances were good. The hcp felt there was a problem with the ins and decided to use another ins and the impedance issue was resolved. The rep said the hcp did make sure the set screws were tight. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
H3: analysis of the ins s/n:(B)(6) identified no issues and that it was functionally okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the out of range impedances was not determined. No further information was reported.